Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer kept failing. A field service engineer addressed the error where drawer 5 on the auxiliary unit failed to stay closed. The inseparable was replaced, and broken screws on the yellow piece holding the sensor were replaced. All cables and wires were reseated, and the system was rebooted. The drawer's operability was verified in the hardware test application. The escort was allowed to access pyxis, and the functionality was tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer kept failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.